Event description:
Revision surgery was performed five months post original implantation. Reportedly, the pt had experienced recurrent dislocations. Revision surgery was performed and the attending physician reportedly modified the subject device anteriorly to reduce impingement with the femoral stem's neck. The physician decided to modify the device in situ since it was well fixed within the acetabular cavity.